Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 16, 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 810:04 was confirmed in the event history. Inspection of the pump revealed failure code 810:04 was due to moisture on the channel. The pump channel was cleaned. The pump was tested for proper operation and pump found to function properly.

Event description:
The facility reported an infusion pump with a failure code 810:04. This event was reported to have occurred during patient infusion in late 2005. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.